Event description:
Complaint from a user due to needles bending after being inserted in their skin. The user also claims they do not get the full amount of insulin and need to use a second needle. It was confirmed the patient applies the cap correctly by placing it straight on, injects at 90 degree angle and does not inject into scar tissue.